Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring iii deployed as it was being removed from the loader. A second heartstring iii was used and would not unravel as it was being removed from the aorta. A replacement device was used to complete the procedure. The hospital did not report any pt effects. Refer to MFR report # 2242352-2012-00844 for the related report.

Manufacturer narrative:
Only the seal and the anchor were returned to the factory for eval. The seal and the anchor showed signs of clinical usage and evidence of blood. A visual inspection determined that the seal was unraveled. Based upon the eval results, the reported complaint could not be confirmed. Lot history record reviews were completed for the reported product lot numbers. There were no nonconformances recorded in the lot histories. (B)(4).